Manufacturer narrative:
A boston scientific technical services consultant reviewed the data which appears to be from air bubbles in the device header. The consultant informed the caller that the clinical observations should resolve within one to two days. The field representative was contacted and confirmed the issue has resolved with no intervention or adverse patient effects. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise and oversensing was observed on the right ventricular (rv) channel one day post implant of this system. No adverse patient effects were reported.